Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No further programming parameters were provided. After an unspecified length of time during preparation for helicopter flight to another facility,the device powered off while on battery power without sounding an audible alarm tone. At this time, the nurse powered the device on and resumed therapy. During an unspecified length of time, the customer contact reported the device powered off and was powered on approximately eight times. The customer contact reported the device was replaced and the therapy was resumed once the patient reached the helicopter. The device was removed from clinical service. Although it was reported that the patient condition was unstable prior to the power loss, there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.